Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an implant, the screw of lead pop up several times. High thresholds were observed. The physician decided to replace it with a new lead. The patient was normal after the procedure.